Event description:
Customer reported experiencing cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted in resetting the pump, after which the error code did not recur, allowing customer to resume using the pump successfully. Customer was advised to contact technical support again if any issues arise.